Event description:
A reported failure of underinfusion. Customer reported there were no patient injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No add'l contact info was provided.